Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, 7mm extended length endoscope was very blurry. They called seeking repair or replace option. No patient involvement.

Manufacturer narrative:
Updated sections: g4, g7, h2, h6, h10. Trackwise # (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. Cs surgery was unable to locate the certificate of compliance for the reported serial number.

Manufacturer narrative:
Trackwise ID #(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, 7mm extended length endoscope was very blurry. They called seeking repair or replace option. No patient involvement.